Event description:
Certified pump trainer e-mailed in to report company's customer had been involved in an automobile accident due to hypoglycemia. Unable to contact customer, customer does not have an answering machine.